Event description:
The pt received scs system on (B)(6) 2011. It was reported that the stimulation was not as effective as it was during the trial. An x-ray indicated that the lead migrated. The lead was repositioned on (B)(6) 2011 and the issue was resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.